Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardiac monitor (icm) device falsely recorded several atrial fibrillation (af) episodes. It was also reported that the patient collapsed and no new episodes were recorded. It was further reported that the icm device setting for af detection was reprogrammed to a less sensitive value to prevent further inappropriate storage of episodes. The icm device remains in use. No patient complications have been reported as a result of this event.